Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
While trying to remove a locking screw from an axsos 3 distal medial plate, the surgeon could not remove the screw. He did not use the torque limiter to insert the screw but rather his own larger wood handle with one of the power screwdriver shafts. While trying to remove the screw, the tip of the screwdriver shaft broke off. Surgeon removed all of the other screws and rotated the plate counter clockwise to separate the screw from the bone. Surgeon used one size larger plate and was satisfied with the outcome.

Manufacturer narrative:
The reported event that a screwdriver bit t15, ao fitting was alleged of breakage during surgery could be confirmed. Based on investigation, the root cause was attributed to be user related. As reported, the surgeon did not use the torque limiter to insert the screw. Our operative technique clearly states that final tightening of locking screws is always to be performed by hand using the 2.5nm torque limiter (702760) together with the screwdriver bit t15 and t-handle. This prevents overtightening of locking screws and also ensures that these screws are properly tightened with a torque of 2.5nm. By not following such instruction, the surgeon overtightened the locking screw at issue, which got stuck in the plate hole. Therefore, when trying to remove it, the screwdriver was exposed to torsion loading, which led to tip breakage (helical fracture). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
While trying to remove a locking screw from an axsos 3 distal medial plate, the surgeon could not remove the screw. He did not use the torque limiter to insert the screw but rather his own larger wood handle with one of the power screwdriver shafts. While trying to remove the screw, the tip of the screwdriver shaft broke off. Surgeon removed all of the other screws and rotated the plate counter clockwise to separate the screw from the bone. Surgeon used one size larger plate and was satisfied with the outcome.